Manufacturer narrative:
Product complaint # (B)(4). Pc: even though there was no report of consequences to the patient, migration has resulted in the need for revision surgery. As such, this report will be filed as a serious injury. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
A literature article was reviewed: "anterior fusion technique for multilevel cervical spondylotic myelopathy: a retrospective analysis of surgical outcome of patients with different number of levels fused." Shunzhi yu1 , fengning li2 , ning yan1 , chaoqun yuan1, shisheng he1 , tiesheng hou1. Received november 9, 2013; accepted february 8, 2014; published march 11, 2014. N=1: mesh subsidence. N=2: cage displacement.